Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that oversensing was being seen on both the a and v leads. It was also reported that there was a small decrease in impedance and increase in capture threshold on the v lead. Both the a and v leads were capped less than a week later and new leads were implanted. There were no patient complications reported as a result of this event.